Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01325 for the other associated device info. It was reported to boston scientific corporation in 2009, that a resolution clip device was used during esophagogastroduodenoscopy procedure performed four days prior. According to the complainant, during the procedure the resolution clip device was placed down the scope and sheath was pulled back. It was not noticed that the clip was already fully deployed. This device was removed and a second resolution clip device was used. The second device deployed; however, the physician felt the clip was not grasping properly. A third resolution clip device was used to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.